Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the bifurcate migration leading to proximal type I endoleak cannot be conclusively determined from the 3d recon report provided. Pre-implant anatomy information, films at implant, earlier post-implant films and additional films at the time of the event were not provided for review and comparison. The post-implant 3d recon report provided showed that the bifurcate is currently positioned about couple of centimeters below the renals. There is currently minimal apposition between the proximal bifurcate margin and the aortic wall from possible aortic neck dilatation. The 3d recon report also showed that the proximal aortic neck to the limbs was angulated approximately 50 deg a-p. It is possible that the aortic neck dilatation combined with the aortic neck angulation may have contributed to the bifurcate migration, which resulted in the proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a CT was performed which showed that the aneurx stent graft migrated 10 mm distally and there was a proximal type I endoleak. The CT revealed that the aortic neck diameter is 27 mm in diameter at the renal arteries and 32 mm in diameter approximately 5 mm below the renal arteries. The physician implanted an endurant 36x36x70 along with aptus endoanchors and the stent graft migration and proximal type I endoleak was resolved. Per the physician the cause of the stent graft migration and proximal type I endoleak is due to patient anatomy of disease progression. No additional clinical sequelae were reported and the patient is fine.